Event description:
The pt reported his ipg site is hot for approx 2 hours after charging. The pt turns the stimulation off until the burning sensation subsides and then turns it back on. The sjm rep met with the pt and the pt stated the burning/heating sensation is felt mostly after charging, but sometimes occurs when he has not been charging. Also, redness and a callus were noted at the ipg site. The physician recommended the pt leave the stimulation on, as it helps with the pt's pain. Additionally, the physician indicated he fears without the stimulation on the pt may develop gangrene.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.